Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was initially hospitalized in the intensive case unit initially due to an elevated blood glucose (bg) level due to a kinked cannula on a non-tandem infusion set. However; upon customer reconnecting to the pump, the customer subsequently experienced an elevated bg level (value not provided). The cause of elevated bg was unknown. Bg was treated with subcutaneous insulin. Reportedly, the customer was released on (B)(6) 21 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.